Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and the impedance trend on the lv (left ventricular) pacing lead was variable. The analyst noted that the lv pace lead impedance was 4047 ohms on (B)(6) 2015 and the impedance was varying from 4047 ohms on (B)(6) 2015 and 418 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient complained of fatigue. It was also reported that the left ventricular (lv) lead exhibited erratic pacing impedance including high measurements. Provocative testing with movement of the implantable cardioverter defibrillator (ICD) device exhibited changes in morphology with the lv signal. A poor connection was confirmed due to the device setscrew. The lead was reprogrammed and it remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.